Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer confirmed the customer reported issue. Initial inspection suggested a ups battery failure, but further troubleshooting revealed the ups was not the issue, as the system failed to power on even when bypassed. The fuse at pdu ups power board was found open. To resolve the problem, the fuse was replaced. After the fuse replacement, the system returned to full functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.